Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken clamping pulley on the grip axis. As a result of the full break, the corresponding grip cable was dislodged from the input shaft. This caused a loss of jaw movement and made it impossible to release the clips. The dislodged cable was a result of broken pulleys. The probable root cause of broken clamping pulleys is attributed to improper cleaning or sterilization techniques used during reprocessing, which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure user was unable to drop the clip with the large hem-o-lok clip applier instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.